Manufacturer narrative:
Follow up information received on 18-feb-2016 from consumer via social media: at the time of report, the consumer stated she was 4 weeks post-op from total hysterectomy. Follow up information received on 03-mar-2016 from consumer via social media: she stated if she knew essure had 10% of pregnancy rate she would not have gotten it. She stated she almost die in her last delivery after becoming pregnant with mirena (mirena case reported under reference (B)(4)). Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had abdominal pain/pain since essure (fallopian tube occlusion insert) insertion. Approximately 4 years and a half later, she underwent a total hysterectomy. Additionally, she was diagnosed with autoimmune disorder and arthritis. Only abdominal pain/pain is listed according to the reference safety information for essure. After essure insertion, abdominal pain may occur. In this particular case, the pain started in close association with essure insertion. Given this positive temporal relationship and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Regarding autoimmune disorder and arthritis; considering they are chronic inflammatory disorders and given essure local action in fallopian tubes; causality is considered very unlikely. Non-serious events were also reported. The case is regarded as incident, since device removal was required (previously scheduled hysterectomy was performed). Based on the available information no product quality defect was confirmed. No further information is expected (social media case).

Event description:
This spontaneous case report was received on 04-mar-2014 from a consumer in the united states via the FDA, the regulatory authority in the united states (FDA case number mw5034035, received at FDA on 23-jan-2014). The report refers to the reporting female consumer of unspecified age who had essure (fallopian tube occlusion insert) implanted and experienced dizziness, abdominal pain and cramping, excessive vaginal discharge, extremely painful menstrual cycles, heavy menstrual cycles, pain, numbness, and tingling in feet, migraine headaches, joint pain and deterioration, tendonitis, arthritis, skin rashes and infections, dry eye and skin, weight gain. On FDA form reported report type was 'injury', outcome of events was 'disability or permanent damage' no information was given on consumer's history, past drugs, concomitant medication and concurrent conditions. On(B)(6) 2011, the consumer had essure (fallopian tube occlusion insert) implanted. Consumer reported dizziness, abdominal pain and cramping, excessive vaginal discharge, extremely painful menstrual cycles, heavy menstrual cycles, pain, numbness, and tingling in feet, migraine headaches, joint pain and deterioration, tendonitis, arthritis, skin rashes and infections, dry eye and skin, weight gain. No further information was provided. Follow-up 14-apr-2014: no further information could be obtained. Follow-up received on 22-aug-2015: this case has been identified during monitoring of postings in FDA hosted docket website, which has been established in preparation of a public on an FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0755). A (B)(6) female consumer reported that she was implanted with essure in (B)(6) 2012 (previously reported as (B)(6) 2011) and began experiencing negative side effects within months. Her confirmation hysterosalpingogram took more than an hour to be performed, her vaginal canal was so swollen and inflamed that the radiologist had trouble inserting the catheter and visualizing her cervix. Consumer also reported that, after being implanted, her menstrual cycles became unbearable. The bleeding that she experience is so heavy that she has to use a super plus tampon in addition to an overnight pad and she still bleed through. When she is on her menstrual cycle, she can't leave her house and has to get up every hour during the night or she will bleed through (consumer has never had problems with excessive bleeding during menstrual cycles prior to essure). She also experiences severe abdominal pain since being implanted. In addition, consumer informed that she has 3 children and two of her deliveries were natural birth and the third she labored to 7 centimeters naturally before needing a c-section due to compound presentation. According to her, the pain of natural childbirth is minute in comparison to the pain she has felt since being implanted with essure. Sometimes the pain is so severe that it takes her breath away. Other times she is frozen in place by pain and has ended up collapsing on the floor in pain. Since being implanted with essure she has also developed severe abdominal bloating that causes her to look like she is at least 6 months pregnant. Her abdomen is hard and swollen. Additionally, she has also developed an autoimmune disorder (consumer has no previous history of autoimmune disorders and has no family history of autoimmune disorders). She feels like the only way she can get relief at this point is to have a full hysterectomy at the age of (B)(6). Product technical complaint (ptc) investigation result received on 02-oct-2015. Ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow-up information received on 14-dec-2015 and case was upgraded to incident. Consumer stated that she will perform hysterectomy on (B)(6) 2016. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had abdominal pain/pain since essure (fallopian tube occlusion insert) insertion. She stated she will be submitted to a hysterectomy (procedure was scheduled). Additionally, she was diagnosed with autoimmune disorder and arthritis. Only abdominal pain/pain is listed according to essure's reference safety information. After essure insertion, abdominal pain may occur. In this particular case, consumer's pain started in close association with essure insertion. Given this positive temporal relationship and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Regarding autoimmune disorder and arthritis; considering they are chronic inflammatory disorders and given essure local action in fallopian tubes; causality is considered very unlikely. Non-serious events were also reported. This case was initially regarded as non-incident; however since a planned hysterectomy was reported upon follow-up, it was upgraded to incident (device removal will be required). The technical investigation concluded unconfirmed quality defect. Based on the information available, there is no reason to suspect a quality defect. No further information is expected (social media case).

Manufacturer narrative:
Ptc investigation result received on 28-jan-2016. Ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had abdominal pain/pain since essure (fallopian tube occlusion insert) insertion. She stated she will be submitted to a hysterectomy (procedure was scheduled). Additionally, she was diagnosed with autoimmune disorder and arthritis. Only abdominal pain/pain is listed according to essure's reference safety information. After essure insertion, abdominal pain may occur. In this particular case, consumer's pain started in close association with essure insertion. Given this positive temporal relationship and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Regarding autoimmune disorder and arthritis; considering they are chronic inflammatory disorders and given essure local action in fallopian tubes; causality is considered very unlikely. Non-serious events were also reported. This case was initially regarded as non-incident; however since a planned hysterectomy was reported upon follow-up, it was upgraded to incident (device removal will be required). Based on the available information no product quality defect was confirmed. No further information is expected (social media case).

Manufacturer narrative:
Case was initially received via regulatory authority (FDA division director, reference number: mw5034035) on 04-mar-2014. The most recent information was received on 22-oct-2018. Quality-safety evaluation of ptc: final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment based on the available information no product quality defect was confirmed. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe injuries: abdominal pain / physical pain since being implanted with essure"), autoimmune disorder ("autoimmune disorder") and arthritis ("arthritis") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3, c-section and pregnancy with intrauterine device. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced vulvovaginal inflammation ("vaginal canal was swollen inflamed") with vulvovaginal swelling. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criteria disability and medically significant), arthritis (seriousness criterion medically significant) with arthralgia, infection ("infections"), abdominal pain lower ("cramping"), menorrhagia ("heavy menstrual cycles"), abdominal distension ("abdominal bloating that causes her to look she is at least 6 months pregnant, her abdomen is hard and swollen"), gastric ulcer ("ulcers"), gastrointestinal pain ("gastrointestinal pain "), diarrhoea ("diarrhea") and enzyme level increased ("elevated eft's"). On an unknown date, the patient experienced tendonitis ("tendonitis"), dizziness ("dizziness"), vaginal discharge ("excessive vaginal discharge"), dysmenorrhoea ("extremely painful menstrual cycles"), pain in extremity ("pain in feet"), hypoaesthesia ("numbness in feet"), paraesthesia ("tingling in feet"), migraine ("migraine headaches"), rash ("skin rashes"), dry eye ("dry eye"), dry skin ("dry skin") and weight increased ("weight gain"). The patient was treated with surgery (will perform hysterectomy on (B)(6) 2016). Essure was removed. At the time of the report, the abdominal pain, autoimmune disorder, arthritis, infection, abdominal pain lower, menorrhagia, vulvovaginal inflammation, abdominal distension, gastric ulcer, gastrointestinal pain, diarrhoea and enzyme level increased outcome was unknown and the tendonitis, dizziness, vaginal discharge, dysmenorrhoea, pain in extremity, hypoaesthesia, paraesthesia, migraine, rash, dry skin and weight increased outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, arthritis, dizziness, dry eye, dry skin, dysmenorrhoea, hypoaesthesia, infection, migraine, pain in extremity, paraesthesia, rash, tendonitis, vaginal discharge and weight increased with essure. The reporter considered abdominal distension, abdominal pain, autoimmune disorder, diarrhoea, enzyme level increased, gastric ulcer, gastrointestinal pain, menorrhagia and vulvovaginal inflammation to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 22-oct-2018: pfs received. Added event ulcers,gastrointestinal pain, diarrhea, elevated eft's. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs